Event description:
Customer reported that "during resuscitation of a newborn post c-section, the pulse ox (rad-57) (delivery bag) would not produce a reading; a reading never displayed during the whole time of resuscitation."

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted.